Event description:
It was reported by the rep the device was used during a gastrectomy. It was reported the surgeon tried to fire the tlh90 on the stomach and the staples did not fire. Another tlh90 was opened to complete the case. No further info is known. There was no consequence to the pt.